Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient manages her diabetes with insulin (28 units in the morning and 8 units in the evening). It is not known if the patient made changes to her usual dose of medications. On (B)(6) 2014 at 1pm, the patient alleged she was not able to test due to the reported issue. The patient claimed she felt low blood glucose symptoms of ¿breaking¿ and sweating. The patient took a lucozade as treatment. The patient denied testing with another device. There was no indication of misuse. The patient reportedly replaced the batteries in the subject meter 4x since the alleged issue began. The alleged issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because, the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/08/2014). The patient¿s meter has been returned on 5/16/2014 and evaluated by lifescan product analysis on 5/29/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c19. In addition, a secondary issue was noted when the meter was found to be missing the battery. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.